Manufacturer narrative:
A philips field service engineer (fse) reported that an emergency stop (e-stop) error occurred (addressed in this (B)(4)) while onsite for a corrective maintenance issue (addressed in (B)(4)). The fse temporarily cleared the error and evaluated the system further. The fse found that the couch control board (ccb) was faulty. This report was initially submitted regarding a cracked compensator in the a-plane collimator, however, the crack in the compensator of the a-plane collimator was confirmed and addressed in (B)(4). The fse replaced the ccb to resolve the issue. There was no impact to the patient as a result of this issue. The system is in clinical use. This issue was determined not to be a reportable event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.